Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient resulted in an expected outcome in the right eye post lasik. Enhancement procedure was done. Upon follow up, according to surgery staff the laser was ok and all tests were successful. Physician himself has never said that the laser had a problem. Upon additional follow up, patient was now exactly in target range. Patient outcome is where it should be. Outcome of treatment was reported to have been successful.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. Clinical review stated that the video live images for the right eye illustrate a flap that appears not perfect centered to the pupil. Laser pulses applied during the procedure are visible on the hinge and the border of the flap rather than on the stroma. This could describe the remaining refractive error of 1.50 diopters. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the unexpected outcome may be that the pupil was not centered well and the laser pulses were applied more on the hinge and border of the flap rather on the stroma. (B)(4).